Event description:
It was reported that the right ventricular (rv) lead had a sudden increase in impedance and oversensing of noise with short v-v intervals noted. The lead was suspect of a fracture. The pace/sense portion of the lead was capped leaving the high voltage coils in use and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.